Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.9, lab: 1.9; 4.1, 3.54. Time between 2.9 and 1.9 inr results: a few hours. Time between 4.1 and 3.54 inr results: immediate. Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.